Manufacturer narrative:
Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). Furthermore, the report of an outflow graft obstruction could not be confirmed through the evaluation based on the returned state of the outflow graft and outflow graft bend relief. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was returned measuring approximately 37¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were cut approximately 6¿ from the outflow graft attachment and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. The sealed outflow graft and outflow graft bend relief were cut approximately 6¿ from the outflow graft attachment. In addition, the middle section of the bend relief had been cut prior to returning. The cut appeared to occur during the explant process. As a result, examination of the graft underneath appeared to have been deformed and tissue ingrowth between the graft and the bend relief may have been disturbed. It was also noted that no twisting of the graft was observed. Examination of the proximal side of the graft attachment revealed no evidence of developed depositions or thrombus formations. No depositions or thrombus formations were observed in the lumen of the graft. Examination of the pump upon disassembly revealed a thin, pink, ring-like thrombus formation surrounding the bearing cup within the distal side of the inlet stator. The laminated layering of the formation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. A specific cause for the development of the thrombus cannot be conclusively determined through this evaluation. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Incidental findings: there was an incidental finding of thrombus found during the pump investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. Patient admitted for concerns of pump dysfunction. CT angiogram showed possible outflow graft obstruction. A thrombus was suspected. Patient reported chest pain roughly 1 to 1.5 weeks prior to being admitted. Patient upgraded on the transplant list and transplanted two days later. Pump was returned for analysis.